Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery was not charged even after the ac power was connected. There was no patient involvement..the event date was not specified; estimate used.

Manufacturer narrative:
Date of this report: 11/16/2018. Date received by manufacturer: 11/15/2018. (B)(6) technician replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.